Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a dcr "the bur broke inside cavity nasal of the patient. The bur was being used at <6000rpm." "The drill fragment was recovered after radiography, we had to retract the palate with aspiration probe and removed the fragment that was housed in the cavum"; the fragment was removed orally after x-ray confirmation of location. There was no patient injury.

Manufacturer narrative:
Product evaluation: the curved dcr 2.9mm bur was receive for analysis. Visually, the tip was broken off which would have resulted in the reported event. The portion that broke off was not returned however the portion would have measured approximately 0.3¿. The break occurred approximately half way down the spiral wrap which was twisted in on itself in a clockwise direction indicating excess torsional load. The inside diameter of the outer tube at the distal end was worn through the wall which likely indicates bending / prying forces applied to the bur tip. The information indicates that bending / prying forces most likely resulted in the wear and excess torsional load which caused the breakage of the spiral wrap. If information is provided in the future, a supplemental report will be issued.